Event description:
Info was received that reported a pt had been hospitalized on 03/24/2006 due to hyperglycemia. While in the hosp a clinical diabetes educator downloaded the pump history which revealed that there had been no bolus deliver for 9 days. The pt mother stated that the pt has had a difficult actuating the pump keys. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.